Manufacturer narrative:
(B)(4). Customer returned one introducer catheter (from the catheter over needle subassembly) attached to non-arrow 12ml syringe for investigation. Visual inspection of the catheter revealed a part of the catheter body just under the juncture hub that did not appear to be properly formed. No other defects or anomalies were observed on the catheter. The overall length of the catheter body measured 3.5" which is within specification of 3.468" - 3.538" per product drawing. The inner diameter of the catheter hub measured .168" which is within specifications of 0.168" - 0.170" per product drawing. The inner diameter of the catheter tip measured 0.036" which is within specifications of 0.031" - 0.041" per product drawing. The outer diameter of the catheter body measured 0.055" which is within specifications of 0.053" - 0.055" per extrusion drawing. The inner diamter of the catheter body measured 0.039" which is within specifications of 0.039" - 0.041" per extrusion drawing. The instructions-for-use (IFU) provided with this kit states the following: "prepare the catheter for insertion by flushing the lumen." The returned introducer catheter (from the catheter over needle subassembly) was flushed. The catheter leaked from the deformed portion of the catheter body. The manufacturing site was consulted. Per manufacturing, the observed defect is a result of an issue with the hub molding process. A device history record review was performed with no relevant findings. The IFU provided with this kit states: "prepare the catheter for insertion by flushing the lumen." The reported complaint that the catheter body has a hole was confirmed through complaint investigation. Visual inspection of the catheter revealed that a part of the catheter body, just under the juncture hub, did not appear to be properly formed. Upon functional inspection, the catheter leaked from the deformed portion of the catheter body. The manufacturing site was consulted. Per manufacturing, the observed defect is a result of an issue with the hub molding process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that, when the user aspired blood with an indwelling needle, blood leaked from a hole of the catheter. Therefore, the catheter was replaced with a new kit. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that, when the user aspired blood with an indwelling needle, blood leaked from a hole of the catheter. Therefore, the catheter was replaced with a new kit. No patient harm reported. The patient's condition is reported as fine.